Event description:
On saturday, october 4, 1997, a 47 yr-old man, was in an automobile accident. The truck he was driving was involved in a roll over in which the pt's headpiece was directly impacted. Although pt reported no pain at the implant site, device functionality ceased immediately. On thursday october 9, 1997 pt went to the implant center for a device eval. All the audiologist's attempts at establishing link (an exchange of the external hardware as well as sclin and pcit testing) were unsuccessful. The audiologist then contacted advanced bionics and after discussing the situation, explanation/reimplantation was recommended. Revision surgery was scheduled for november 4, 1997.

Manufacturer narrative:
Device evaluation consisted of the following: a review of the device history record (DHR) visual examination, x-ray examination, and electrical testing. The case and substrate were found to be cracked. Several components were also damaged. The combination of cracked case, substrate and component damage caused the device to cease functioning. The failure of this ics is attributed to the cracked case, the cracked substrate, damaged components and the loss of hermetic seal. The cracked case and resulting damaged caused the device to cease to function. The cracked case was the result of an impact in the implant area received by the pt during an automobile accident. Correction action: ceramic case used in this device was mfg using isopress mfg process. Advanced bionics has determined that cases mfg using injection molding process are less resistant to impact damage than cases mfg using injection molding process. Because of previous instances of case damage in the pediatric population. Advanced bionics has terminated usage of cases mfg using isopress process in favor of cases mfg using injection molding process. Advanced bionics has also developed and implemented a screening procedue to assure that case lots accepted posses uniform minimum case strength to increase their ability to withstand the greater impact levels experienced by the pediatric population.